Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Service could not determine a cause. Various instrument adjustments and pressures were checked. All instrument and mechanism checks were acceptable.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys ft4 (ft4) and elecsys tsh (tsh) on a cobas e801 module. The initial ft4 result was 0.15 ng/dl. The repeat from a different c801 module was 1.21 ng/dl. The initial tsh result was 0.03 miu/ml. The repeat from a different e801 module was 2.78 miu/ml. The initial results were reported outside of the laboratory where they were questioned by the physician as they did not match the patient's clinical picture. No reagent lot numbers with expiration dates were provided.